Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rigid rhinoscope's outer tube was damaged. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed. Based on the results of the investigation, the probable cause of the "outer tube damage" malfunction would likely be related to improper handling and application of excessive force, impact to the device. Olympus will continue to monitor field performance for this device.